Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for low oxygen flow and active exhalation purge valve closed. The device's inlet air path, air path foam, flow path and active exhalation control module were replaced to address the issue. The device passed all testing.